Event description:
Pt on hydration therapy restarted ivfs w/22ga insyte lt fa. While flushing line noticed exceptional amount of fluids & blood oozing from site. Aspirated and got even more blood & heparin flush solution leaking at site. Partially withdrew cath to check placement & patency, flushed cath again w/heparin flush & noticed fluid oozing from connection site of hub & catheter. Pulled cath out of venipuncture site & flushed, noticed leakage at site where hub of catheter & catheter connect.